Event description:
It was reported, the rigid video scope had a bent shaft. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, the light was insufficient. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the rigid tube was dented which caused by a component failure of the rigid tube. The light was insufficient due to the universal cable failure which caused by a component failure of universal cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.